Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a polypectomy procedure, the snare "broke." A sensation standard oval snare had been advanced to treat an unspecified polyp. The device "broke" during electrocoagulation. The procedure was completed with another of the same device. The pt's condition is unk. Despite multiple requests to obtain add'l info, no info has been received.